Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty main printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: externally, the top cover was scratched down to bare metal in multiple locations and no other defects were detected. Internally, a small amount of dust was present within the device and no other defects detected. When tested, the device switched off intermittently. The fault was traced to a faulty main printed circuit board. A known working printed circuit board was connected and confirmed the device no longer switched off intermittently. Testing continued with the known working printed circuit board fitted. The device had been tested in accordance with the manufacturers test procedures. The device passed all tests and met the manufacturer s specifications. The device still required a full re-calibration post-repair, full inspection and electrical safety test. It was recommended that the device be passed to the workshop for replacement of the top cover and main printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit alarm sounded, and the front panel was turned off during initial inspection. The issue was found during maintenance. There were no reports of patient harm.